Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call about a sensor anomaly. The customer¿s blood glucose was 6.1 mmol/ll at the time of incident. Customer stated that the insulin pump alerted sensor signal not found and unable to see the cannula when customer removed the sensor. No troubleshooting was performed. The isensor is being replaced and is expected to return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We found sensor retracted inside sensor. We were unable to confirm if customer received sensor damaged due to customer returning it opened and used. No broken or missing parts were observed during analysis.